Event description:
On 9/5/97, nellcor puritan bennett received a call stating that one of their monitor's heart and breath displays are inoperative. When the device was received on 9/19/97, co discovered that the monitor would not light the led's or sound an audible alarm. Investigation determined that the malfunction was caused by a single component failure. No death or serious injury was reported in association with this malfunction.